Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "132, 124, 140 and 137 mg/dl" with the subject meter and "108, 95, 105 and 103 mg/dl" with other devices, performed within 30 minutes of each other, respectively. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the subject meter was returned on 06/05/2013 and analysis completed on 07/09/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found that could cause or contribute to the reported complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.